Event description:
Reporter stated the pt experienced unexpected high blood glucose levels. Reporter stated that 25 u of insulin (beyond the pt's basal rate) was delivered with the device, but the pt's blood glucose did not come down. Since 2004 to the time of report 3 days later, the pt's blood glucose has decreased from 22 mmol/l to 16mmol/l. No treatment was received.